Manufacturer narrative:
Analysis found a broken bur is stuck in the nose cone. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned with no information. There was no patient involvement.

Manufacturer narrative:
Analysis found that visually, the bur was broken into three pieces. The distal piece measured 1.725¿, middle 1.57¿, and proximal 0.42¿. The break points were consistent with being bent until broken and there were tool marks present. There was excess wear to the tang and the teflon sleeve was deformed. If information is provided in the future, a supplemental report will be issued.